Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated regarding the pump heating up, the patient was not near any sources of electromagnetic interference and did not have magnetic resonance imaging at the time of the event. The cause of the pump heating up was not determined. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed a non-significant finding regarding motor o-ring wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 500 mcg/ml concentration at 314.5 mcg/day dose, dilaudid, 15 mg/ml concentration at 9.434 mg/day dose and bupivacaine, 1 mg/ml concentration at 0.6290 mg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that pump had migrated down from pump pocket and was reportedly causing the patient pain in the pocket and groin area. Any environmental/external/patient factors that may have led or contributed to the issue were that the patient was thin. The hcp referred patient for pocket revision and replacement of 40 ml pump for a 20 ml pump. At the time of this report, the issue had not resolved and patient status was alive-no injury. Surgical intervention was planned but not scheduled. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s pump was replaced on (B)(6) 2019. The meds/dosing in the pump remained the same as previously reported. The pocket was revised and moved at the time of replacement. It was further reported that the company representative was notified by the patient that their pump had been heating up inside of her, causing discomfort. It was described as having been periodic over the last 6 months or so. On 2019-sep-25 a company representative further reported that the physician wanted the pump analyzed. The pump was returned to the manufacturer.